Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 322 mg/dl. A bolus via the pump was delivered and as the bg did not lower, the customer administered an insulin injection and another bolus. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site. If the bg did not lower, the customer was to change out the site.